Event description:
Patient reported " bilateral pain," capsular contracture, baker grade unknown" and "rash on their right arm". Patient additionally reported "implants have been recalled." Patient additionally reported pain, joint aches, autoimmune issues, ana markers elevated issues due to concerns with the product. This record is for the right side. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The reason for reoperation is capsular contracture, baker grade unknown. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported " pain", and ," capsular contracture, baker grade unknown" record is for the right side. Device remains implanted.